Manufacturer narrative:
An intuitive surgical inc., (isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. Failure analysis investigations confirmed the reported failure. The usm was evaluated and system logs showed error 319 indicating that a node not found on the axes controller, carriage (acc). Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where, error 319 triggered during power up. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop. The power reading was at 0 on acc. The probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer, contacted the technical service engineer (tse) for phone assistance regarding a recoverable fault 307 encountered when undocking the patient side cart (psc). Tse reviewed the system logs and identified error codes 307, 25730, and 32097 on universal surgical manipulator 4 (usm4). The customer stated that they rebooted the system, but upon powering it back on, a 319 error appeared on usm4. Tse recommended performing a hard reboot on the psc. The customer performed a hard reboot on the system, but the 319 error on armnet 4 persisted. After another hard reboot on the psc, the error remained. The customer then disabled a usm4, and successfully recovered the system from the fault after disabling it. The customer mentioned they would need to consult with the surgeon about proceeding with the case using a three-arm configuration. The procedure was completing as planned with no reported injury.